Event description:
Patient's mother reports that the pt was hospitalized for 9-10 days since their last fill due to a feeding tube procedure. Dates of hospital admittance and discharge is unknown. Mother reports that the patient is not healing properly and is having a lot of draining and bleeding. Mother also reports issues with port - not able to draw blood from patient's port due to the hospital completing blood draws from port while the patient was hospitalized. Mother states that the patient's port is still ok to infuse elaprase. Mother also reports pt had an unspecified adverse reaction to morphine; did not provide symptoms. It is unknown if md is aware, pharmacy will notify. It is unknown if any/all events occurred on a scheduled elaprase dosing day. No further info, details or dates available. Consent to contact the patient's hep was not asked. All known information is contained on this form. Reported to (B)(6) by: patient/caregiver.